Event description:
Pt developed pain and swelling approximately six weeks post rotator cuff repair with orthadapt augmentation; the bioimplant was subsequently explanted. (Date of implant was not provided.)

Manufacturer narrative:
This case involved the use of the orthadapt bioimplant to repair a chronic rotator cuff tear with poor native tissue; the pt has a history of failed previous repairs. Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. The surgeon noted that due to pt's previous failure and poor native tissue, he was not surprised by the repair failure. The case assessment, based on the info provided by the physician, indicates the likely cause of the event was due to poor native tissue. The product lot number was not provided to the MFR. The MFR of the device at the time was pegasus biologics, inc.